Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. It was reported via phone that the prothesis was not stable and the abutment at stie 42 became loose. No patient impact was reported. The procedure was completed with another abutment. Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation and functional test were performed; the abutments threading was discolored. The abutment threaded into an in-house implant as intended. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 2022100425. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100425 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The abutment threaded into an in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
The doctor reported that the prothesis was not stable and the abutment became loose. Affected dental position #42. The doctor reports in the per that the procedure was concluded by placing another abutment.